Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that they had an ins pocket issue. Caller stated that the day before yesterday they were going to get into bed and it seemed like the implant area was swollen and it (the ins) had moved and it hurt. Caller stated they had to have their husband help them pick up their leg and get it into bed. Caller added that the next day it seemed to move again and it wasn't secure, it was about one inch to the right. Caller mentioned that they put some aspirant cream on it because it did hurt and then the next morning it went down and now it seems to be back to normal but they are still not sure. Caller stated they called the manufacturing representative (rep) and reported the issue in a voicemail but they have not heard back from them yet. Caller was wondering if they could have the device checked remotely. Agent reviewed information and the role of patient services. The patient was redirected to their healthcare provider (hcp) to further address the issue. Caller stated the soonest appointment they could get was on the (B)(6).